Event description:
Boston scientific received information that a low voltage alert was detected on this implantable cardioverter defibrillator (ICD) during a routine follow up. The physician was unable to send the a copy of the device's disk, though. This device will be replaced within the next 14 days with a competitor¿s device. Additional information was received confirming that the device was explanted and will not be sent back for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.